Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Asr litigation record received. Litigation alleges cup loosening, creation of metallic debris, abnormal blood metal ions concentration, pain, injuries and walking difficulty. Doi: (B)(6) 2007; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the limb asymmetry.

Event description:
After review of medical records the patient was revised to address failed right mom tha due to elevated metal ions and limb lengths. Operative note reported grayish discoloration of the hip capsule. Cup was stable. Removed loosening in the patient and device code since the cup was stable and was not revised.